Event description:
A patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor reported that when she got up from a chair after breakfast her left foot went numb. The numbness subsided by the time the patient had walked to the sink, but then returned about 15 minutes later. After another 15 minutes the numbness shifted to affect the top of the left knee down to the foot and "went dead from the knee down." The patient went to the dentist and got home around 1:30pm and her left foot "buckled under her and her foot was like a brick." According to the patient her foot was "stuck to the floor for an hour and twenty minutes," and she could not get her left foot up to move it. The patient's housekeeper got the patient's walker and when the patient went to the bathroom she still could not get the leg up and "the right leg wasn't moving well at all with the walker." The patient stated that she had an x-ray at the dentist, but these issues started the day prior to the trip to the dentist. The patient denied any falls or electromagnetic interference that could have contributed to the numbness. The patient began on program 4 yesterday and thinks the device was set at 1.2, she then switched to program 3 and was at 1.6, but did not feel anything so she increased to 1.7. The patient had the issues with her foot on both settings. Patient was advised to decrease stimulation to see if the issue resolved and if the numbness did not resolve then the patient should decrease again or shut the device off and follow-up with her healthcare provider. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.